Event description:
Procedure type: gastrectomy. According to the reporter: while suturing, the suture load kept falling off the handle. The doctor used a different load number and was able to continue the case.

Manufacturer narrative:
(B)(4).